Event description:
Pt had laparoscopic d & c and ovarian cystectomy and had to be returned to surgery for control of hemorrhage. Open abdominal surgery (laparotomy) revealed bleeding from entire staple line. Clips were required to stop bleeding and blood was removed from upper abdomen.